Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event, brand name, product / lot code / expiration date, date of implant, initial reporter, PMA/510(k) number, manufacture date.